Event description:
It was reported that the cuff was not inflating as expected out of box.

Manufacturer narrative:
H10: device evaluation: samples received: one (1) sample was received from p/n 67pfs35 in used conditions, without original packaging and with its certificate of safe handling. Functional test: samples were filled with 5cc of air according to mp bivona tt-tj130 rev. 102 ? "Leak test" to see if there was any functional problem. Results: when the sample was inflated with air, the cuff only inflated one side. According to the IFU (110018853-001 rev.100 - instruction for use ? Pedi/neo tts IFU) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.